Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon eval, the monitor was intermittently powering on. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was intermittently powering on. The last pt to use this monitor did not report any deficiencies.